Event description:
It was reported that this pacemaker system exhibited a suspected undersensing for its right atrial (ra) lead. Technical services (ts) was consulted and discussed the available data. This device remains in service. No adverse patient effects were reported.